Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300s mg/dl. Although requested, the customer declined to provider any further information about the event and declined tandem technical support's offer to troubleshoot.